Event description:
It was reported that the insulin pump had a line through the screen which made the information illegible on the display. The blood glucose reading was 80 mg/dl. The customer stated that she did not recall how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with missing segments due to a cracked zebra connector on the lcd. The device had a cracked display window corner, cracked lcd window, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.